Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced in the last two years for a service condition that is relevant to the current reported condition. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was blocked, seized, moved heavily and was jammed. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system) and check for air leak. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.